Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: after the case, when the device was removed, the device twisted and broke. The screw part fell in the device.